Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired due ischemic stroke. No further information was provided. It was reported that the date of the stroke was corrected to (B)(6) 2020. The date of admission for the implant was (B)(6) 2020. No changes to patient condition or anticoagulation status contributed to this event. The patient had a computed tomography (CT) scan on (B)(6) 2020 that showed multifocal cerebellar stroke. Patient with increasing rigidity and lethargy since (B)(6) 2020. The patient was placed on heparin gtt. Prior CT head on (B)(6) 2020 showed no acute intracranial process. CT (B)(6) 2020 showed multifocal cerebellar infarcts favoring a central embolic source. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.